Event description:
It was reported by the physician that following an interventional neuroradiology angiographic procedure with bilateral femoral artery punctures, an angio-seal device was deployed at each site. One achieved instant hemostasis, and the other appeared to achieve hemostasis, but was still oozing and required manual pressure to bring this under control. Overnight the pt developed symptoms of vascular occlusion in the leg that required compression to achieve hemostasis, and approx 24 hours later, a doppler ultrasound confirmed a total occlusion at the level of the access site. The pt was referred to the vascular surgeons who are said to have later removed some clot from the artery; no mention was made of the angio-seal location. The physician stated that the deployment of the two angio-seal devices was normal and that the initial access punctures were clean and easy to achieve. Satisfactory pre-insertion angiograms were taken prior to the use of the angio-seal devices.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.